Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported by the i.v. Supervisor that the patient pulled on the catheter hub and the hub detached from the extension set. She was unable to determine how many times the patient pulled on the hub before it disconnected. There were no patient complications reported. Additional information received by the sales representative on 1/25/2010 stated that another catheter was successfully placed for the patient.